Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. No pericardial effusion was noted prior to the procedure. A watchman truseal access system (was) and a 24mm watchman flx laa closure device and delivery system (wds) were initially used. The closure device was deployed, but fully recaptured to exchange for a 27mm watchman flx wds. A pericardial sweep was performed and no effusion was noted. The 27mm closure device was deployed and released after the release criteria were met. Another pericardial sweep was performed and a pericardial effusion was noticed this time. It was initially being observed, but then the patient's blood pressure began to drop. A pericardiocentesis was performed and 300cc of blood was drained. The drain was kept in overnight and removed the following day. The patient was then discharged home.